Event description:
It was reported that the lens orientation changed and the patient noticed a decrease in vision. Yag was performed. Subsequently, the lens was exchanged for a different model lens. In the surgeon's opinion, the likely cause of the event was fibrosis of the anterior capsule ring and extreme post-vault/hyperopia that when yagged, allowed for anterior vault and myopia. Reportedly, the patient's current prognosis is "well." This event refers to the patient's right eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.